Event description:
Stimulator low profile extension removes from pt. Pt experienced pain when the unit is on, fluid noted in the connector when removed. Sales rep took device with her to take it to the co for evaluation.